Event description:
A us distributor contacted zoll to report that a pt experienced an inappropriate defibrillation event. Sinus rhythm at 91bpm with tall t waves contributed to the false detection. The pt was at home at the time of the event. The pt was conscious at the time of the event. A review of the downloaded data confirms that the response buttons were not pressed during the entire event. The pt is to continues wearing the lifevest.

Manufacturer narrative:
There was no death or device malfunction associated with the inappropriate defibrillation. There is no info to suggest that the pt sustained a serious injury. The pt will continue wearing the lifevest. Explanation of method (other): device eval was accomplished through a review of the pt's downloaded data file. Review of the data does not indicate any device malfunction related to the defibrillation event. Usage of device: monitor (B)(4): 08/2012 - reuse. Electrode belt (B)(4): 01/2013 - reuse. Additional inappropriate defibrillation narrative: inappropriate defibrillations are an anticipated risk associated with the use of the lifevest. Pts are instructed through alarms, voice messages, IFU, and training to press the response buttons to prevent an inappropriate defibrillation. The current commercial inappropriate defibrillation rate is consistent with the observed rate during the (B)(4)). A summary of the safety and effectiveness data (ssed), including the inappropriate defibrillation safety objective supporting FDA's approval of the lifevest, can be found at (B)(4).